Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that starting on monday the 5th the patient (pt) mowed the lawn using a push motor for the first time at the new house they just moved to and after that noticed having issues going to the bathroom, they could not go. Pt said they checked using their control equipment and noticed stim was turned off. Pt said they were so surprised they did not write down the error message on the screen and do not recall what it said. Pt said at that time their ins was charged to 80 percent, they had recharged the day before and when they started recharging the ins they were at 50 or 70 percent like normal (they recharge once a week). Pt asked about the potential for stim being turned off because of using something that causes a vibration, like a push mower. Reviewed general interstim information about low ins battery level could cause stim off, reviewed interstim general activities recommendations and general emi information for implanted devices, redirected to their doctor to have the system checked in person. Pt said after they turned stim back on their symptoms improved, they noticed improvement yesterday but has not yet gone today they normally feel like backed up after breakfast so normally they drink tea. Pt said today they have not yet had the feeling to go, they don't know if they are constipated. Pt said they work in a factory and they typically stoop, kneel, lift but has never noticed any complications before. Recommended pt report the issue to their doctor to resolve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.